Event description:
The pt was implanted with an ipg and lead for scs in 2007. It was reported that post-operatively the pt did not have any feeling below the waist. The physician believed the pt had a hematoma and returned him to the operating room for exploratory surgery. The physician could not visibly see a hematoma and the scs system was left implanted. The pt remained hospitalized for 2-3 weeks then was discharged to receive visiting home health care. It was reported the pt was still unable to feel his legs and he subsequently also developed an infection. The pt's scs system was explanted in 2008. The devices were not returned to ans for eval. Follow-up with the pt found that he is still in a wheelchair and cannot walk, but he is able to stand with the assistance of a walker.

Manufacturer narrative:
Eval method: additionally, device history record and sterilization record were reviewed. No anomalies were found. Results: all records were reviewed and were found to meet specifications. Ans inc. Has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans inc. Defers to the pt's physician regarding medical history.